Event description:
Respond edge study it was reported that transient complete heart block occurred. Procedure summary: a 27 mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. Prior to the index procedure, heparin or another anticoagulant was given. The subject was on a prior regimen of antiplatelet medications other than aspirin at the time of index procedure. A lotus introducer sheath was placed, and the native aortic valve was treated with balloon valvuloplasty in accordance with the directions for use. Subsequent deployment of a 27 mm lotus edge valve involved complete re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Event summary: on the same day of the index procedure, post tavr, the subject was noted with transient complete heart block. The event was considered as resolved it was further reported that no new conduction disturbance was noted post balloon valvuloplasty. Two days post index procedure, echocardiogram revealed elevated mean aortic pressure gradient of 22 mmhg. No action was taken for the event. At the time of reporting, the outcome of the event was unknown. At the moment the subject is still in the hospital.

Manufacturer narrative:
Patient identifier: (B)(6). B5 and b6 updated.

Event description:
Respond edge study . It was reported that transient complete heart block occurred. Procedure summary: a 27 mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. Prior to the index procedure, heparin or another anticoagulant was given. The subject was on a prior regimen of antiplatelet medications other than aspirin at the time of index procedure. A lotus introducer sheath was placed, and the native aortic valve was treated with balloon valvuloplasty in accordance with the directions for use. Subsequent deployment of a 27 mm lotus edge valve involved complete re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Event summary: on the same day of the index procedure, post tavr, the subject was noted with transient complete heart block. The event was considered as resolved it was further reported that no new conduction disturbance was noted post balloon valvuloplasty. Two days post index procedure, echocardiogram revealed elevated mean aortic pressure gradient of 22 mmhg. No action was taken for the event. At the time of reporting, the outcome of the event was unknown. At the moment the subject is still in the hospital. The site had initially reported an event of mean aortic pressure gradient elevated. However, the site later confirmed that there was no increase in gradient post tavr procedure and all other aortic valve parameters were normal.

Manufacturer narrative:
A1 patient identifier: (B)(6).

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that transient complete heart block occurred. Procedure summary: a 27 mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. Prior to the index procedure, heparin or another anticoagulant was given. The subject was on a prior regimen of antiplatelet medications other than aspirin at the time of index procedure. A lotus introducer sheath was placed, and the native aortic valve was treated with balloon valvuloplasty in accordance with the directions for use. Subsequent deployment of a 27 mm lotus edge valve involved complete re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Event summary: on the same day of the index procedure, post tavr, the subject was noted with transient complete heart block. The event was considered as resolved.